Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Not all impedances were resolved after surgery. The bipolar pair of 3 <(>&<)> 0 resolved from 4092 ohms to 3278 ohms. However, the c <(>&<)> 3 pair improved from 3119 ohms but remain slightly elevated at 2620. It also should be noted that this patient has an adaptor implanted and the positioning of his implant was drooping downward. So the surgeon repositioned both the adaptor and new battery. The ins was sent to pathology so it was unknown when the hospital would send it back.

Manufacturer narrative:
Other relevant device(s) are: product ID: 7482a51, serial/lot #: (B)(4), ubd: 27-may-2015, UDI#: (B)(4); product ID: 7482a51, serial/lot #: (B)(4), ubd: 06-dec-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported they noticed yesterday that the system has high impedances. The physician inquired about MRI compatibility for a few scenarios. The patient has dual channel implantable neurostimulator (ins). They were not with the patient. MRI eligibility information was reviewed. Additional information was received from a manufacturer representative (rep) reporting the results of any diagnostics/troubleshooting related to the high impedances was unknown. The cause of the high impedance is undetermined. It is unknown what actions were taken to resolve the high impedance. The high impedances have not yet resolved. The surgeon plans to revise the extension and replace the battery on (B)(6) 2021. If the problem still persists, then they plan to change out the leads at a later date that is to be determined.